Event description:
This device case, which does not involve an adverse event, reported by a consumer via a sales rep, who contacted the company with a product complaint, concerns a male patient of unknown age and origin. The patient was taking an unspecified medication for treatment of an unknown indication. In 2008, a humapen memoir burgundy pen (lot number 0707c01) was reported to have indication of the units on the display incorrect. The humapen memoir burgundy is associated with another device. The operator of the device was unknown and it was unknown if the operator of the device was trained. It was unknown how long the patient had used the device model. The device was returned to the company on the same day. Initial examination found missing segments in the dose number display. It was unknown if the humapen memoir burgundy was continued.

Manufacturer narrative:
Reportable malfunction/near incident identified. Investigation in progress. Note: this is an initial report. A follow-up report will be submitted when a final eval is completed.